Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump wouldn¿t turn on and noticed moisture in the display and a crack at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings: there was no battery cap returned with the pump. Evaluation revealed that the pump was unresponsive using a test battery cap. There were no audio tones or vibrations and the display was blank. The test battery cap was not able to be fully secured to the pump. Visual inspection revealed that the battery compartment was cracked from the thread area to the case seal. There was evidence of moisture observed inside the battery compartment. Performance testing was not able to be completed due to the internal moisture damage. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture contamination was found throughout the inside of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.